Event description:
It was reported that gastrointestinal videoscope had a b30 scope communication error code. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope error code e315. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Regarding the scope error code e315, the most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.